Event description:
It was reported that the user experienced recurrent low blood glucose readings to approximately 40¿50 mg/dl over several weeks after announcing meals while using the ilet device, did not confirm lows or highs with fingerstick testing, treated lows with oral glucose and then continued eating until readings exceeded 200 mg/dl, and requested a field reset of the device algorithm without waiting for a provider visit. Symptoms included hypoglycemia and shaking or tremors. Outcomes included serious illness or impairment and the need for unexpected medical intervention in the form of medication or oral glucose. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.